Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported a pt receiving lasik treatment had uncontrolled eye movement and caused the tracking to shut down and procedure was aborted, after which bed wouldn't move to realign. Pt was moved out manually.